Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultramini meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred ¿a few days¿ prior to contacting lifescan. The patient manages her diabetes with metformin pills and novolog and lantus insulins, and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that ¿four days¿ after the meter issue occurred she developed symptoms of ¿dizziness and nausea¿ and presented in an emergency room (ER) where she had a blood glucose test performed on a lab device which gave a result of ¿540mg/dl¿ and she was treated with novolog and lantus insulins. During troubleshooting the cca noted that the meter would not power on when prompted by pressing the power button and the batteries did not require to be replaced. Replacement products were sent to patient. This complaint is being reported as the patient received medical intervention for a blood glucose excursion after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.